Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the solenoid was observed. The device's solenoid was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.